Manufacturer narrative:
The device history record was not reviewed because of the lot number was not provided. All records from manufacturing lots are reviewed and ensured that products were released meeting all quality release specifications at the time of manufacture. The actual complaint sample was received for evaluation. The sample was evaluated which found air comes in the tube below the purple connector. The issue is on a part supplied by an outside vendor. That part is no longer provided by the outside supplier. However, as an action, we communicated with the new supplier to review the current process controls to prevent this issue from reoccurring. No other actions are required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported air comes in tube below the purple connector. No patient injury.